Manufacturer narrative:
Multiple unused sample devices were received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that there were issues with "veins blowing" and "catheters not wanting to thread well" and splitting. There was no patient injury reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that there were issues with "veins blowing" and "catheters not wanting to thread well" and splitting.